Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is not secured to the stand. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is not secure to the universal stand. The rse provided the parts numbers for the thumbwheels and cpu tray cover. The customer will order the parts needed and secure the unit to the stand.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.